Manufacturer narrative:
Method: device not returned. The customer affirmed that there was no malfunction of the device. The device will not be returned for evaluation because it was discarded at the hospital. Therefore, no evaluation will be done. The patient status was under treatment as of (B)(6) 2013. There has been no update to the patient status. Echo report will not be provided by the customer. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, it is most likely the ring explant was due to a failed valve repair resulting in regurgitation and hemolysis, which is not due to a malfunction of the device. Without additional information provided by the health care provider, we are unable to determine the root cause for explant of this device.

Event description:
The customer reported that 2 days after implant of an annuloplasty ring, hemolysis was observed. The ring was explanted and replaced with a 27mm magna mitral ease valve, model 7300tfx27, to correct mitral regurgitation.